Manufacturer narrative:
Additional contact information: (B)(6)

Event description:
Information was received indicating that both pumps were alarming no disposable with a smiths medical, cadd medication cassette attached. It was reported an hour later the pump was running. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time